Event description:
It is reported that the surgeon tried to implant the articular surface with the appropriate inserter, and it did not fit into the tibial component because of its width.

Manufacturer narrative:
This report will be amended when our investigation is complete.